Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.